Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed motor error and the insulin pump quit working during the night. The blood glucose reading at the time of the event was 451 mg/dl. Customer experienced nausea, vomiting, dehydration and abdominal pain. Paramedics were called and customer transported to hospital. Hospital treated with fluids and pain medication. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.